Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 50 had foreign matter. The following information was provided by the initial reporter: material #303310 lot #4319964. IV tech noticed a particulate on the plunger of an unopened bd 20ml IV syringe.

Event description:
No additional information.

Manufacturer narrative:
One sample was received by our quality team for evaluation. Upon visual inspection, it was observed that a brown embedded particle was in the flange of the syringe; therefore, the reported incident could be verified. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, the foreign matter came from the manufacturing process during the molding process. The foreign matter is from the hose in which the resin is transported in. Actions are being taken to help mitigate this incident. This incident has been added to our database of reported incidents.